Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2013. During the procedure, the surgeon was not able to seat the 20 mm screw properly. As a result, the surgeon removed the screw and utilized a 22mm screw to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - n/a. Date explanted - n/a. PMA/510(k) number / manufacture date - unknown.